Event description:
The customer reported the system would not save cine images. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the cine bridge circuit board. The system operates as intended.